Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (5 mg at 1.41828 mg/day), bupivacaine (30 mg at 8.5097 mg/day), and unknown baclofen (200 mcg at 56.7313 mcg/day) via an implantable pump for unknown indications for use. It was reported that examination revealed erythema at the pump site one week post replacement. They were started on cephalexin. Examination on (B)(6) 2024 revealed that the wound was improving with minimal redness at site; patient reported itching was improving. Examination on (B)(6) 2024. Revealed inflammation along the incision at both the pump and lumbar sites. The patient reported itching and soreness. The patient was instructed to apply topical steroid to both sites. The issue was initially reported as resolved without sequelae on (B)(6) 2025 but on (B)(6) 2024. The patient contacted the clinic to report pain at the pump site when she bent down. The patient later presented to the clinic on 2024-nov-22 and reported they no longer had pain at the pump site.